Event description:
It was reported that following a cardiac catheterization procedure, an angio-seal device was deployed at a medical center. The pt was doing well until pt became combative and began bleeding from the right common femoral artery and developed a large hematoma. Attempts at compression were unsuccessful. The pt was transferred to another facility for the interventional procedure. Emergency repair of the right femoral artery was performed in addition to administration of IV fluids and transfusion of blood products. The pt is reportedly recovering.